Event description:
It was reported that material deformation occurred. The right femoral artery was accessed and a 5f arterial sheath was placed. A pigtail catheter was advanced to the abdominal aorta for angiography. Imaging showed the abdominal aorta was unobstructed without obvious thickening or stenosis. Severe stenosis was identified at the proximal left renal artery and mild stenosis at the proximal right renal artery. Renal parenchymal imaging was satisfactory. Balloon angioplasty of the left renal artery was planned. A 6f vascular sheath and 6f guiding catheter were positioned at the ostium of the left renal artery. Difficulty was encountered advancing the c2 catheter through the guiding catheter, so it was exchanged for an mk catheter. The left renal artery was successfully selected with a guidewire. A microwire and 4.0 mm x 20 mm balloon were advanced to the stenotic segment for dilation. Post-dilation angiography showed slight improvement but persistent severe stenosis therefore, left renal artery stent implantation was planned. A 7.0 mm x 19 mm x 150 cm express vascular sd pre-mounted stent was selected. During advancement of the stent into the patient, abnormal resistance was encountered. The device was withdrawn, and deformation of the mid-portion of the stent was observed. The affected stent was not implanted. A second stent of the same model was used and successfully deployed. Final angiography showed no obvious residual stenosis of the left renal artery, acceptable stent position, and good renal parenchymal perfusion. After the procedure, the arterial sheath was removed, the vessel was sutured, and local pressure bandaging was applied. The patient had no discomfort, returned safely to the ward, and was reported stable post-procedure with no patient complications.

Manufacturer narrative:
E1: initial reporter facility number - (B)(6).

Event description:
It was reported that material deformation occurred. The right femoral artery was accessed and a 5f arterial sheath was placed. A pigtail catheter was advanced to the abdominal aorta for angiography. Imaging showed the abdominal aorta was unobstructed without obvious thickening or stenosis. Severe stenosis was identified at the proximal left renal artery and mild stenosis at the proximal right renal artery. Renal parenchymal imaging was satisfactory. Balloon angioplasty of the left renal artery was planned. A 6f vascular sheath and 6f guiding catheter were positioned at the ostium of the left renal artery. Difficulty was encountered advancing the c2 catheter through the guiding catheter, so it was exchanged for an mk catheter. The left renal artery was successfully selected with a guidewire. A microwire and 4.0 mm x 20 mm balloon were advanced to the stenotic segment for dilation. Post-dilation angiography showed slight improvement but persistent severe stenosis therefore, left renal artery stent implantation was planned. A 7.0 mm x 19 mm x 150 cm express vascular sd pre-mounted stent was selected. During advancement of the stent into the patient, abnormal resistance was encountered. The device was withdrawn, and deformation of the mid-portion of the stent was observed. The affected stent was not implanted. A second stent of the same model was used and successfully deployed. Final angiography showed no obvious residual stenosis of the left renal artery, acceptable stent position, and good renal parenchymal perfusion. After the procedure, the arterial sheath was removed, the vessel was sutured, and local pressure bandaging was applied. The patient had no discomfort, returned safely to the ward, and was reported stable post-procedure with no patient complications.

Manufacturer narrative:
E1: initial reporter facility number - (B)(6). Investigation results: the device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were subjected to both visual and microscopic examination. Visual inspection identified damage to the stent and tip. Microscopic examination did not reveal any additional damage. Assessment of the remaining device components showed no abnormalities or irregularities. Product analysis confirmed damage limited to the stent and tip. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was 'unintended use error caused or contributed to event'.